Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint and revealed the power supply unit (psu) was inoperable and contaminated. The internal battery and psu were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. The device was not in patient use when the reported event occurred.

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed an error message (sf180) ) related to a battery charger fault and revealed an internal battery degraded warning alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf180 and internal battery degraded warning alarm were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).